Event description:
It was reported that a pt underwent a sling procedure in 2007. On two days later, the pt experienced voiding difficulty. A sling release procedure was performed on twelve days later. Following the release procedure, the pt's voiding difficulty is relieved but the pt's urinary stream is currently weak and interrupted. No further medical or surgical intervention is planned. The surgeon opines that too much tension may have been placed on the urethra.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch mfg records was conducted and the batch met all finished goods release criteria.